Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the labels intact and scratches on the device screen. A review of the event history log identified no evidence of the reported problem in the history. Functional testing was done and during start up, the reported problem could not be duplicated. The root cause of the reported issue was unable to be determined. The downstream sensor was replaced as a preventive measure. This MDR was generated under protocol (B)(4).

Event description:
It was reported that there was a double beep that occurred with the cassette. No patient injury was reported.